Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 100874 on 5/9/2019, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 5/27/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation and capsular contracture on the breast saline implant. During evaluation of the sample a crease was observed on the anterior and extending to the posterior view. Also, a shell abrasion was noted within creases in the anterior view. Leak test was performed, and it revealed a tear measuring approximately less than 0.1 cm on the anterior view. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06/05/2019. The lot number initially reported with this complaint, 100874, has been removed. The manufactured date of this lot number does not accurately line up with the timeline provided, and correspondence with our affiliates and the complaint reporter has determined that the lot number is unknown. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had 175cc mentor saline prostheses implanted and experienced left sided deflation post procedure. Additionally, bilateral baker¿s grade ii capsular contracture was noted. As a result, bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed. This report relates to the left prosthesis. See 1645337-2019-09820 for contralateral prosthesis report.